Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / sever and persistent pain") and urinary incontinence ("bladder leakage") in an adult female patient who had essure (batch no. 619617) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2009, recurrent urinary tract infection, gravida ii (she had a few seizures while pregnant with first child.), parity 2 (deliveries on (B)(6) 1999 and (B)(6) 2009), epilepsy, nickel sensitivity and hernia repair on (B)(6) 2009. Patient not use alcohol or other illicit drugs. Negative for stds. Drug history: depo shot for 4-5 years (started in 1999) and another unspecified drug prior to 1994, both for birth control. Concurrent conditions included penicillin allergy, smoker, anesthesia, irregular periods, genital bleeding and chronic cervicitis. Family history included diabetes, thyroid disorder, cancer, arthritis, headache, hypertension, heart disease, unspecified and respiratory disorder. Concomitant products included cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), nortriptyline hydrochloride (pamelor), sertraline and vitamins. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("chronic pain in neck and back (very sharp) / back and neck") and neck pain ("chronic pain in neck and back (very sharp) / back and neck"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain (continuous)"). In 2014, the patient underwent tooth extraction ("false teeth (removal of upper teeth and partial bottom)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("aggravated psychiatric and/or psychological conditions"), general physical health deterioration ("health went from good to bad within 3 months of getting essure"), emotional distress ("suffering"), headache ("headaches"), migraine ("migraines"), sinus disorder ("sinus"), tonsillar disorder ("tonsils"), adenoidal disorder ("adenoids"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss (from the time she had it in until current)"), amnesia ("memory loss"), weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), rash papular ("bumps and rashes on hands"), pruritus ("itching"), mass ("bumps on head"), urinary incontinence (seriousness criterion medically significant), insomnia ("sleep loss"), dyspepsia ("heart burn"), tooth disorder ("dental issues"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), skin disorder ("bumps only after the implants"), rash ("rashes only after the implant") and bladder disorder ("bladder issues"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy), surgery (removed tonsils, anodes and reconstructed sinus on (B)(6) 2013), surgery (removed tonsils, anodes and reconstructed sinus on (B)(6) 2013) and surgery (surgery performed). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, mental disorder, general physical health deterioration, emotional distress, headache, migraine, tooth extraction, sinus disorder, tonsillar disorder, adenoidal disorder, fibromyalgia, alopecia, amnesia, weight increased, depression, mood swings, pruritus, mass, urinary incontinence, insomnia, dyspepsia, tooth disorder, abdominal pain, allergy to metals, skin disorder, rash and bladder disorder outcome was unknown, the rash papular was resolving and the back pain and neck pain had not resolved. The reporter considered abdominal pain, adenoidal disorder, allergy to metals, alopecia, amnesia, back pain, bladder disorder, depression, dyspepsia, emotional distress, fibromyalgia, general physical health deterioration, headache, insomnia, mass, mental disorder, migraine, mood swings, neck pain, pelvic pain, pruritus, rash, rash papular, sinus disorder, skin disorder, tonsillar disorder, tooth disorder, tooth extraction, urinary incontinence and weight increased to be related to essure. The reporter commented: there were noted to be five coils in the endometrial cavity(left), and four coils visible in the right endometrial cavity. Patient tolerated the removal procedure well. Emergency room visits within 2 years of implant. Physician finally diagnosed the pain attributable to the implant. Consumer started experiencing pain went to several emergency rooms in (B)(6) 2009 until removal in 2011. Current weight 215 lbs / weight at the time of essure placement 200 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Computerised tomogram - on (B)(6) 2011: large ovarian cyst noted. Radiotherapy - on (B)(6) 2011: normal chest. Ultrasound scan - on (B)(6) 2008: visualized with normal appearance . On (B)(6) 2009 : hysterosalpingogram : no spill from the fallopian tubes. The fallopian tubes are occluded by the essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records were received. Event bladder leakage required surgery. Outcome of rashes was recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: FDA-2014-n-0736-0187) on (B)(6)2015. The most recent information was received on (B)(6)2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / sever and persistent pain") and urinary incontinence ("bladder leakage") in an adult female patient who had essure (batch no. 619617) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) -2009, recurrent urinary tract infection, gravida ii (she had a few seizures while pregnant with first child.), parity 2 (deliveries on (B)(6) 1999 and (B)(6) 2009), epilepsy, nickel sensitivity and hernia repair on (B)(6) 2009. Patient not use alcohol or other illicit drugs. Negative for stds. Drug history: depo shot for 4-5 years (started in 1999) and another unspecified drug prior to 1994, both for birth control. Concurrent conditions included penicillin allergy, smoker, anesthesia, irregular periods, genital bleeding and chronic cervicitis. Family history included diabetes, thyroid disorder, cancer, arthritis, headache, hypertension, heart disease, unspecified and respiratory disorder. Concomitant products included cyclobenzaprine hydrochloride (flexeril), gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), nortriptyline hydrochloride (pamelor), sertraline and vitamins. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("chronic pain in neck and back (very sharp) / back and neck") and neck pain ("chronic pain in neck and back (very sharp) / back and neck"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain (continuous)"). In 2014, the patient underwent tooth extraction ("false teeth (removal of upper teeth and partial bottom)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("aggravated psychiatric and/or psychological conditions"), general physical health deterioration ("health went from good to bad within 3 months of getting essure"), emotional distress ("suffering"), headache ("headaches"), migraine ("migraines"), sinus disorder ("sinus"), tonsillar disorder ("tonsils"), adenoidal disorder ("adenoids"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss (from the time she had it in until current)"), amnesia ("memory loss"), weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), rash papular ("bumps and rashes on hands"), pruritus ("itching"), mass ("bumps on head"), urinary incontinence (seriousness criterion medically significant), insomnia ("sleep loss"), dyspepsia ("heart burn"), tooth disorder ("dental issues"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), skin disorder ("bumps only after the implants"), rash ("rashes only after the implant") and bladder disorder ("bladder issues"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy), surgery (removed tonsils, anodes and reconstructed sinus on (B)(6) 2013), surgery (removed tonsils, anodes and reconstructed sinus on (B)(6) 2013) and surgery (surgery performed). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, mental disorder, general physical health deterioration, emotional distress, headache, migraine, tooth extraction, sinus disorder, tonsillar disorder, adenoidal disorder, fibromyalgia, alopecia, amnesia, weight increased, depression, mood swings, pruritus, mass, urinary incontinence, insomnia, dyspepsia, tooth disorder, abdominal pain, allergy to metals, skin disorder, rash and bladder disorder outcome was unknown, the rash papular was resolving and the back pain and neck pain had not resolved. The reporter considered abdominal pain, adenoidal disorder, allergy to metals, alopecia, amnesia, back pain, bladder disorder, depression, dyspepsia, emotional distress, fibromyalgia, general physical health deterioration, headache, insomnia, mass, mental disorder, migraine, mood swings, neck pain, pelvic pain, pruritus, rash, rash papular, sinus disorder, skin disorder, tonsillar disorder, tooth disorder, tooth extraction, urinary incontinence and weight increased to be related to essure. The reporter commented: there were noted to be five coils in the endometrial cavity(left), and four coils visible in the right endometrial cavity. Patient tolerated the removal procedure well. Emergency room visits within 2 years of implant. Physician finally diagnosed the pain attributable to the implant. Consumer started experiencing pain went to several emergency rooms in july 2009 until removal in 2011. Current weight 215 lbs / weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.5 kg/sqm. Computerised tomogram - on (B)(6) 2011: large ovarian cyst noted radiotherapy - on (B)(6) 2011: normal chest ultrasound scan - on (B)(6) 2008: visualized with normal appearance on (B)(6) 2009 : hysterosalpingogram : no spill from the fallopian tubes. The fallopian tubes are occluded by the essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0187) on (B)(6) 2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2009, recurrent urinary tract infection, gravida ii, parity 3 and epilepsy. Patient not use alcohol or other illicit drugs. Negative for stds. Concurrent conditions included penicillin allergy, smoker, anesthesia, irregular periods and genital bleeding. Family history included diabetes, thyroid disorder, cancer, arthritis, headache, hypertension, heart disease, unspecified and respiratory disorder. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("health went from good to bad within 3 months of getting essure") and emotional distress ("suffering"). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, general physical health deterioration and emotional distress outcome was unknown. The reporter considered emotional distress, general physical health deterioration and pelvic pain to be related to essure. The reporter commented: there were noted to be five coils in the endometrial cavity(left), and four coils visible in the right endometrial cavity. Patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: large ovarian cyst noted radiotherapy - on (B)(6) 2011: normal chest ultrasound scan - on (B)(6) 2008: visualized with normal appearance on (B)(6) 2009 : hysterosalpingogram : no spill from the fallopian tubes. The fallopian tubes are occluded by the essure devices. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: concomittant condition, concomittant drug, family history, reporter, lab data was added from medical record. Product stop date added. Case become medically confirm. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / sever and persistent pain") and mental disorder ("aggravated psychiatric and/or psychological conditions") in an adult female patient who had essure (batch no. 619617) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery on (B)(6) 2009, recurrent urinary tract infection, multigravida (she had a few seizures while pregnant with first child.), parity 2 (deliveries on (B)(6) 1999 and (B)(6) 2009), epilepsy, nickel sensitivity and hernia repair on (B)(6) 2009. Patient not use alcohol or other illicit drugs. (B)(6). Drug history: depo shot for 4-5 years (started in 1999) and another unspecified drug prior to 1994, both for birth control. Concurrent conditions included penicillin allergy, smoker, anesthesia, irregular periods and genital bleeding. Family history included diabetes, thyroid disorder, cancer, arthritis, headache, hypertension, heart disease, unspecified and respiratory disorder. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("chronic pain in neck and back (very sharp) / back and neck") and neck pain ("chronic pain in neck and back (very sharp) / back and neck"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain (continuous)"). In 2014, the patient underwent tooth extraction ("false teeth (removal of upper teeth and partial bottom)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("health went from good to bad within 3 months of getting essure"), emotional distress ("suffering"), bladder disorder (¿bladder issues¿), headache ("headaches"), migraine ("migraines"), sinus disorder ("sinus"), tonsillar disorder ("tonsils"), adenoidal disorder ("adenoids"), fibromyalgia ("fibromyalgia"), alopecia ("hair loss (from the time she had it in until current)"), amnesia ("memory loss"), weight increased ("weight gain"), depression ("depression"), mood swings ("mood swings"), rash papular ("bumps and rashes on hands"), pruritus ("itching"), mass ("bumps on head"), urinary incontinence ("bladder leakage"), insomnia ("sleep loss"), dyspepsia ("heart burn"), tooth disorder ("dental issues"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"), skin disorder ("bumps only after the implants"), rash ("rashes only after the implant") and mental disorder (¿aggravated psychiatric and/or psychological conditions¿). The patient was treated with surgery (underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy), surgery (removed tonsils, anodes and reconstructed sinus on (B)(6) 2013). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, general physical health deterioration, emotional distress, headache, migraine, tooth extraction, bladder disorder , sinus disorder, tonsillar disorder, adenoidal disorder, fibromyalgia, alopecia, amnesia, weight increased, depression, mood swings, rash papular, pruritus, mass, urinary incontinence, insomnia, dyspepsia, tooth disorder, allergy to metals, skin disorder, rash and mental disorder outcome was unknown and the back pain and neck pain had not resolved. The reporter considered emotional distress, general physical health deterioration and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: there were noted to be five coils in the endometrial cavity(left), and four coils visible in the right endometrial cavity. Patient tolerated the removal procedure well. Emergency room visits within 2 years of implant. Physician finally diagnosed the pain attributable to the implant. Consumer started experiencing pain went to several emergency rooms in (B)(6) 2009 until removal in 2011. Current weight (B)(6) lbs / weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Computerised tomogram - on (B)(6) 2011: large ovarian cyst noted. Radiotherapy - on (B)(6) 2011: normal chest. Ultrasound scan - on (B)(6) 2008: visualized with normal appearance. On (B)(6) 2009 : hysterosalpingogram : no spill from the fallopian tubes. The fallopian tubes are occluded by the essure devices. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 16-nov-2017: all events except pain, health went from good to bad within 3 months of getting essure and suffering were added. Patient information and medical history updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.